Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced low reading. R&d final root cause investigation has concluded the most likely root cause of true metrix lot mr1771 low glucose readings is due to the returned vial being left open for a prolonged period of time, which compromised the vial desiccant and exposed the test to environmental conditions outside its tolerance levels. Imaged returned strips displayed a dark discoloration which is the beginning of black chemistry formation.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).